Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced low blood glucose on (B)(6) 2017 with blood glucose of 52 mg/dl at the time of the incident. The customer then went up to 394 mg/dl after lunch. The customer was at 248 mg/dl at the time of the call. The customer used food to treat the low. The customer was wearing the insulin pump during the incident. The customer was using auto mode. Troubleshooting was completed and the customer feels he over estimated carbs causing the low. The customer also had sensor issues. The insulin pump will not be returned for analysis.